Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they 3 different settings, groups a b and c, they usually switch between b and c. Pt said that 2 days ago, last friday, they were trying to increase the intensity on group b but would not allow them and they were getting settings not available message. Pt said they could adjust the intensity on groups a and c but not on group b. Agent reviewed oor and redirected pt to manufacturer representative (rep) and hcp to further address the issue. Pt said they will call the rep right now. Additional information was received from the pt. Pt reports the unit would not respond to anything. Pt also reports they had issues with certain settings. Pt reports they removed the battery and the issue was resolved.